Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented 2-3 months following a neuroma excision of the foot with indications of surgical site drainage. The drainage was reported as clear and continued for approximately six weeks. The patient was seen by the reporting physician, placed on antibiotics and then taken back for exploratory surgery. The patient was reclosed with suture and continued to drain for three additional days.